Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of backup battery fault alarms was confirmed via the submitted log files but was not reproduced during evaluation of the returned heartmate 11v backup battery. From 03aug2025 09:17:40 to 04aug2025 08:46:27, the log file captured intermittent backup battery fault alarms due to the backup battery not passing the load test. The backup battery did not pass the load tests due to the loaded voltage being outside the expected range as compared to the unloaded voltage. The backup battery fault alarms briefly resolved each time a load test was performed. The alarms did not impact the controller¿s ability to support the pump and there were no other notable events captured in the log file. The retuned backup battery passed all functional testing procedures and successfully operated in a mock circulatory loop for an extended period without issue. Throughout testing procedures, the backup battery passed multiple load tests and atypical alarms were not able to be reproduced. A review of patient history revealed previously confirmed backup battery fault alarms on 23sep2024 and 03jun2025. A root cause for the reported event was not conclusively determined through this analysis. A corrective action was opened to further investigate this issue. The device history records were reviewed and the records reveal that the heartmate 3 system controller was manufactured in accordance with manufacturing and qa specifications. The device history record was reviewed for the heartmate 11v backup battery. The battery was inspected and accepted into storage on 06mar2025. The current revision of the instructions for use (IFU) and patient handbook can be found on the eifu page of the abbott website. The heartmate 3 lvas IFU and heartmate 3 patient handbook are currently available. Section 7 of the IFU, entitled ¿alarms and troubleshooting¿, describes the visual and audible alarms associated with the backup battery faults and how to resolve them. Section 2 of the IFU, entitled ¿system operations¿, includes how to perform a self-test on the system controller. It notes the importance of doing the test daily to ensure alarms are functional. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient had three emergency backup battery (ebb) fault alarms. The first two times required ebb replacements. Log files were sent and the site was wondering if system controller exchange would be needed. Following review, log files captured intermittent periods of ebb faults throughout the log files. Each instance showed that the ebb had failed the load test, resulting in the ebb fault alarms. A controller exchange was recommended, so the site decided that the patient would keep the exchanged controller as a backup, and the ebbs would be returned for analysis.